Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2025,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: good morning, I have been fitted with an essure insert marketed by bayer since (B)(6) 2013. To have a magnetic resonance imaging (MRI) scan of my knee performed, they are asking me for the composition and materials of the product, and the specifications as to whether it is compatible with the frequency of 3 that they have requested for me in the test, or if 1.5 is preferable as a precaution. I would like to ask if you have the summary of product characteristics with information about the product so that I can certify it or a contact telephone number for patients so that I can request it. The following amendment was made: upon internal verification it was noted that no ae occurred on bayer suspect product therefore this case needs to nullify from argus database. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. On (B)(6) 2025, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: good morning, I have been fitted with an essure insert marketed by bayer since 2013. To have a magnetic resonance imaging (MRI) scan of my knee performed, they are asking me for the composition and materials of the product, and the specifications as to whether it is compatible with the frequency of 3 that they have requested for me in the test, or if 1.5 is preferable as a precaution. I would like to ask if you have the summary of product characteristics with information about the product so that I can certify it or a contact telephone number for patients so that I can request it. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.